Manufacturer narrative:
Other relevant device(s) are: product ID: neu_unknown_ext, serial/lot #: unknown. Product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturing representative about a patient with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient's husband thought there was a short circuit in the patient's system. The patient gets a shock that runs from the head downwards. They feel it on the left side of their body, and appears suddenly. The patient noted it was a strange feeling. The issue began a month prior to the report, and used to occur 2-3 times a week but is now happening daily. The issue began after the patient got a new ins. When the impedance is tested the patient also gets a shock. The shocking is sometimes in their left hand, and lasts shorter than 10 seconds. The issue only occurs when the patient is moving. The patient underwent a revision and the ins was taken out and checked. There was nothing noted as strange during the procedure. The ins was re-implanted. The patient experienced shocks later again that day. The patient's stimulation settings were changed to monopolar which resolved the issue for a few days; however the shocking returned. No further complications were reported or anticipated.